Event description:
It was reported that a healthcare professional (hcp) contacted boston scientific technical services (ts) for a consult review as this patient heard tones being emitted from their implanted cardiac resynchronization therapy defibrillator (crt-d) device during the night. A review of consult data indicated noise and an out of range pace impedance measurement on this right atrial (ra) lead which subsequently measured within range. Information indicates the patient was subsequently seen at the cardiologists office and the clinic will continue to monitor the patient. The lead remains in-service. There were no reported patient symptoms or adverse patient effects.

Event description:
It was reported that a healthcare professional (hcp) contacted boston scientific technical services (ts) for a consult review as this patient heard tones being emitted from their implanted cardiac resynchronization therapy defibrillator (crt-d) device during the night. A review of consult data indicated noise and an out of range pace impedance measurement on this right atrial (ra) lead which subsequently measured within range. Information indicates the patient was subsequently seen at the cardiologists office and the clinic will continue to monitor the patient. The lead remains in-service. There were no reported patient symptoms or adverse patient effects. Additional information was received that a different hcp from a different healthcare facility contacted ts approximately three years later indicating the ra lead is exhibiting out of range pace impedance measurements, which is a known issue, and the associated crt-d device is exhibiting tones. A review of the ra lead pace impedance trend data indicates intermittent low out of range measurements less than 200 ohms. Ts reviewed device settings and noted device tones are programmed off for out of range ra lead pace impedance measurements and cannot find a reason for the tones. Ts provided guidance to the hcp to ask the patient what the sequence of the tones are and if they were near a magnet. Boston scientific engineering also reviewed device data and indicated they could not find a reason for the device to produce tones. Ts discussed the analysis results with the hcp. The ra lead and crt-d device remain in-service. No patient symptoms or adverse patient effects were reported.